Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).

Event description:
It was reported that the reporter was doing rounds at a hospital when they encountered a patient with an intrathecal baclofen (itb) pump that had a ¿really bad¿ pocket infection of the itb, and was going through withdrawals. It was believed that the pump was implanted around (B)(6) 2014, and that the event was ¿recent.¿ the reporter could not remember if the itb was removed, because the patient reportedly said to ¿leave my pump alone.¿ at the time of the report, no interventions or patient outcomes were indicated regarding this event. The specific medication being delivered by the pump was unknown. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.